Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and no issues were found. The situation reported by the customer was not able to be recreated, even at the highest back pressure settings. Based on the investigation performed, the reported complaint that the column overflowed could not be confirmed. There were no issues found with the returned device. It functioned as intended.

Event description:
The customer alleges that the column back filled with water eventually leading all the way through the circuit to the patient (nicu patient). No patient harm/injury reported.

Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number provided for this complaint (74c14) is not a valid lot number to teleflex (B)(4). No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the column back filled with water eventually leading all the way through the circuit to the patient (nicu patient). No patient harm/injury reported.